Event description:
Internaitonal affiliate reports the patient arrived in ER with severe headache and vomiting and was diagnosed as suffering subdural hemorrhage. A craniotomy was performed in order to implant a ventricular external drainage. The disposable perforator that was used for this purpose did not disengage when it reached the dura. As a result of the failure to disengage; both the dura and the cortex were torn. Following the surgery; the condition of the pt did not improve and two days later, pt was re-intervened to remove the ventricular drainage and to replace it with two new ventricular drainages. The pt died. The hospital has indicated that the incident with the perforator was not related to the death of the pt.